Event description:
The facility's biomedical technician reported a fail code 500, which occurred during biomed testing. Additional contact information was requested but no additional contact was identified. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.